Event description:
Lead was explanted due to intermittent loss of capture. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14.5 cm distal to the is1 connector pin. All fragments were received for analysis. The returned lead fragments showed multiple abrasion marks along. In particular 6 cm distal to the is1 connector pin the insulation was rubbed through. This damage was consistent with interaction with the generator housing. Furthermore in the distal region of the lead, the insulation was damaged. Particularly between 10.3 cm and 13 cm proximal to the lead tip, the insulation was rubbed through. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The visual inspection also showed multiple extraction damages such as deformed shock coils, a damaged inner conductor coil and cuts in the insulation. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.